Event description:
Date of initial barricaid implantation: (B)(6) 2022. Patient had a follow-up with their doctor and a fusion was suggested, after patient had a large medial re-hernation. Barricaid implant was removed on (B)(6) 2022 intact with the correct position and no damage to the device indicated by physician. Surgeon removed the barricaid and performed a tlif with no issues.

Manufacturer narrative:
Implant was retrieved and sent to a 3rd party laboratory for evaluation per pas002 "exponent pro.214, intrinsic barricaid retrieval protocol" results of pas are submitted annually.